Event description:
Lift dropped pt. Pt was not injured because nurse was able to interfere and protect pt. Lift has done this several times with varying speed. It seems to be releasing inadvertently. Lift has done this several times with varying speed. It seems to be releasing inadvertently. Lift does not have a safety mechanism to prevent the release knob from being activated inadvertently. Pt has a movement disorder and may be able to activate lift with his feet. Some other internal mechanism with the release may not be functioning properly. No maintenance has been done on the lift. (B)(4).